Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, 90% stenosed, de novo lesion in the mid circumflex artery. Using a femoral access site, the xience v 3.0 x 15 mm stent was deployed and during post-dilatation a distal edge dissection was observed. Another stent was used to treat the dissection. Timi iii flow was maintained at the end of the procedure and the patient was doing fine. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.